Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl with small ketones, abdominal pain, polydipsia, and polyuria, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and received treatment by their healthcare provider in the emergency room of insulin via injection, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The blood glucose issue was potentially caused by the dosages recommended by the bolus calculator feature being overridden. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.